Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the workstation power supply cable, and measured the power supply values. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system workstation would intermittently stop working. No pt injury was reported.